Event description:
A pump malfunction was reported when the device displayed alarm 30 during the loading process. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge, but the alarm persisted, preventing the resumption of insulin therapy. As a corrective action, the customer's pump was confirmed to be within warranty, and a replacement was arranged. The customer was informed about using multiple daily injections as backup therapy to ensure continued insulin delivery, and instructions were provided for returning the defective pump.